Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6.5-7 cm diameter abdominal aortic aneurysm without much plaque or severe calcification. The external iliac artery was enlarged and there was severe angulation of the proximal aortic neck. It was reported that after the bifurcated stent graft was implanted, it was not possible to cannulate the contralateral gate, even though, it was visible and straight. Several attempts were made using wires from the contralateral side and from the ipsilateral side. There was a proximal type 1 endoleak seen and no blood flow through the contralateral limb. The decision was made to place a proximal cuff to address the type 1 endoleak after which a fem-fem bypass was performed. The patient is fine and will undergo additional examinations to evaluate the endoleak.

Manufacturer narrative:
Evaluation results/conclusion: (endoleak). (Severely angulated aortic neck). (Contralateral limb was open and straight). Other (unknown cause of contralateral gate cannulation difficulties). Other (difficult to cannulate).